Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown metal head was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding disassociation, wear and abnormal ion level involving a metal head that was mated with an accolade stem was reported. The event of disassociation was confirmed based on medical record method & results:  device evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 2018 "surgical pathology report diagnosis (a) left hip synovial biopsy ... Consistent with metallosis "orthopedic hardware" (B)(6) 2018: surgical pathology report "core biopsy left hip ... Suggestive of metallosis ..." Undated 1 page history and physical: .. Ap pelvis ... Catastrophic failure of the trunnion of the head neck junction ... 10 years status post left total hip arthroplasty ..." (B)(6) 2018: operative report "revision left total hip arthroplasty ... Gen. Anesthesia/ post-lat approach ... Abundant black fluid ... Broken stem removed ...biomet arcos modular revision stem with 36/-3 ceramic head and stryker x3 polyethylene ... Uncomplicated surgery..." (B)(6) 2018 radiology report "fracture/ disassociation of the femoral neck ... Left hip ..." (B)(6) 2009 implant sheet stryker components: 58 hemispherical shell, 40/0 poly, accolade hip stem, 40 mm femoral head ..." No clinical or pmh, no patient demographics, no imaging studies, no lab reports of serum ion levels, no examination of explanted components. Based upon the information available for review, insufficient data is presented to confirm the entire event description or prepare a medical report for this case.   Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update 14 april 2021 - event related to head disassociation as per reports received.